Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 162, 202, 145, 148 and 285 mg/dl. The customer did not know their expected blood glucose test result range. At the time of the call, the customer reported feeling tired; medical attention was not needed at the time of the call. Customer stated that on (B)(6) 2019 he had gone to the hospital for routine pre-op lab work for an upcoming surgery, a heart transplant and not related to diabetes. The customer stated his lab blood glucose test result was over 300 mg/dl fasting. Customer stated that he went to his doctor's because of the reading the hospital told him about. Customer was also concerned with meter was reading lower than his doctor's device; actual meter to meter comparison results were not provided. During the call, a back to back blood test was performed by the customer fasting and produced test results of 106 and 99 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/26/2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".